Event description:
The customer reported that he had low blood glucose and insulin pump alarmed low suspend. Customer stated that the insulin pump did not alarm low and his settings are 70-285 and his blood glucose was 285 mg/dl. Advised the customer that it will alarm low or high once the sensor reaches the set values. Troubleshooting was done. Customer's blood glucose was 43 mg/dl. Customer stated ate something to treat the low blood glucose. Customer stated that the insulin pump did not alarm with a low prior to suspending. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).